Manufacturer narrative:
A.1 and a.5 are unknown. The automated impella controller was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported during a purge cassette exchange, the automated impella controller (aic) displayed a defective purge cassette error message. The screen on the aic subsequently froze, and the decision was made to replace both the purge cassette and aic for ongoing support for the patient. There was no patient harm.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. D2 device name has been updated.